Event description:
It was reported that the case was damaged. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the upper and lower cases were broken, the lower case was also corroded. It was also noted that the battery release, heart block, battery drawer, keyboard, battery flex and heart lead flex were contaminated, one side bail cover and ring cover were broken, the lead flex cover was corroded, the battery contacts were compressed, one side bail and battery drawer o-ring were missing, the main printed circuit board was out of specification by failing the battery removal amplitude test, the circuit board was also corroded, the encoder flex was creased and the gasket sticks out into the display area of the display, the gasket was also contaminated.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the upper and lower cases were broken, the lower case was also corroded. It was also noted that the battery release, heart block, battery drawer, keyboard, battery flex and heart lead flex were contaminated, one side bail cover and ring cover were broken, the lead flex cover was corroded, the battery contacts were compressed, one side bail and battery drawer o-ring were missing, the main printed circuit board was out of specification by failing the battery removal amplitude test, the circuit board was also corroded, the encoder flex was creased and the gasket sticks out into the display area of the display, the gasket was also contaminated.